Event description:
The caller reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer did not disclose an alternate method of insulin therapy.